Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging the CPR handle was not working. A hill-rom service technician performed an investigation, determined the CPR handle was out of adjustment where he adjusted it to return function back to the CPR assembly. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009, indicated in mdr1045510-2009-00021.